Event description:
It was reported to philips that the device was unable to perform geometry movements. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during a diagnostic coronary procedure and the procedure was delayed. The procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing, the fse found that the geometry pc has lost software. The fse installed the software and replaced geo pc as a preventive measure for future. After installation of software and replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.